Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was incorrect; cause was unknown. At the time of the report to tandem technical support, it was verified that the issue had been resolved and the pump date was displaying accurately. Customer's blood glucose level was 371 mg/dl.